Manufacturer narrative:
Attempts for the return of the product as well as additional information requests have been made in order to identify the product involved in the reported event. The customer indicated that the product used for this event was discarded and the lot/serial number was not available. If new information is obtained, a follow-up report will be submitted. Device discarded by customer.

Event description:
The customer reported inaccurately high sphb measurements. No consequences or impact to patient were reported.